Event description:
Customer reports that two mesh products were attached together to accomplish full ventral hernia defect coverage. The patient coughed violently eight days following implant and felt a tearing sensation. The patient was returned to surgery and surgeon reported that the two devices tore / separated apart. Device was explanted and replaced with competitor product.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00629 for the other medwatch. The same patient is represented in each medwatch.